Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was explanted due to unknown reasons. This device remained in service for a single year. Attempts to obtain additional information were performed, yet no information was known. It is not expected that this device returns for analysis. No additional adverse patient effects were reported.